Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degrees in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. In addition, please note that all devices are inspected 100% for staple presence by (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
.

Event description:
It was reported that during a low anterior resection procedure, on the lower jaws of the etrio325h, the ceramic electrode is attached however was loose. The tech was using a wet lap sponge to clean the jaws. The ecs29a was inserted transanally. The surgeon took the safety off and did not hear the audible tone and released the device. Then the surgeon squeezed the device again and heard a crunch. To remove, the device was turned 1/2 to 3/4 and fish tailed out; there was difficulty removing the device. The donuts were complete and a leak test was performed that confirmed bubbles. The patient was given a temporary ileostomy.

Manufacturer narrative:
(B)(4). Additional information: after firing, what was the appearance of the staple line (intact, malformed staples, etc.)? Unable to view because of the location in the anatomy. What are the plans for reversing the ileostomy? It was a colostomy and to the best of my knowledge the doctor already performed the colostomy take down and was able to reinforce the anastomosis. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Unknown. What is the age of the patient? Exact age unknown. Was the surgeon that fired the device trained on the use of this device? Yes. Have you provided training to the surgeons involved? Yes along with my full line counterpart.